Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction is likely corrosion due to water leakage at the ultrasound connector. It was presumed that communication or transmission problem (error b30), which indicates a scope communication error, occurred due to the water leakage at the ultrasound connector. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the bronchofibervideoscope exhibited a b30 scope communication error, due to water invasion and corrosion on the endoscope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.